Manufacturer narrative:
This MDR is created as an additional follow-up. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information receive on 03/30/2021. On (B)(6) 2008, laser fragmentation of transection of calcified suture in dome of bladder, at about 12:30 just inside the bladder neck. On (B)(6) 2009, laser vaporization of what appears to be mesh from a sling that has eroded into the anterior bladder wall at 1 o¿clock, cystolitholpaxy of small bladder stones hanging off eroded mesh. On (B)(6) 2015, excision of bladder mesh, lysis of adhesions and cystoscopy. No other adverse patient effects were reported.